Event description:
It was reported the patient was having their device removed because it was uncomfortable. At the time of report, the patient was not planning on having another device implanted, and was planning to leave the leads and extensions internalized. No patient outcome was reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead model 399930, lot # v002263, extension model 748940, serial # (B)(4), extension model 748940, serial # (B)(4), programmer model 7439, serial # (B)(4).

Manufacturer narrative:
Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID: 399930, lot# v002263, implanted: (B)(6) 2006, product type: lead; product ID: 748940, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID: 7439, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicating that their initial ins was removed due to normal battery depletion and was replaced in 2012. The patient also indicated that when their ins was replaced in 2012, they did not removed their ¿ins¿ (information suggests this meant to read leads/extension as reported previously). No further complications were reported/anticipated.